Event description:
Procedure: splenectomy. According to the reporter: a noise was heard during application and the sulus did not fire completely. No complications occurred to the patient and no fragments needed to be retrieved. The procedure was then completed by hand suture. Surgery time was extended by more than one hour.